Manufacturer narrative:
As of today, the medical devices were not available for analysis, therefore the devices them self could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The manufacturing processes for both device were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided follow up data, recorded between june 16th, 2020 and october 20th, 2020, showed the rv sensing amplitude fluctuating between 12 and 14 mv with intermittent measurements. The rv pacing impedance was initially recorded fluctuating around 500 ohm. After the switch to unipolar on (B)(6) 2020, the impedance was further recorded at approximately 330 ohm till the end of the recorded period. In the provided iegm episodes, artefacts were found in the rv and atrial channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads them self would be necessary to determine the root cause. Should additional information or the devices them self become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 88 months after the implantation a lead failure alert was received via home monitoring. The patient was called in the clinic for a check. This right ventricular lead switched to unipolar. Furthermore the impedance fluctuation was noted and oversensing on the atrial channel. Lead replacement is being considered.